Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range pace impedance measurements in both unipolar and bipolar and myocardium non-capture. As a result, this lv lead was surgically abandoned and replaced. It was noted that the crt-d was also explanted and replaced during the same procedure with no reported allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range pace impedance measurements in both unipolar and bipolar and myocardium non-capture. As a result, this lv lead was surgically abandoned and replaced. It was noted that the crt-d was also explanted and replaced during the same procedure with no reported allegations. No additional adverse patient effects were reported. Additional information received reported that this lead had been surgically abandoned and replaced due to dislodgement. The patient reportedly felt unwell, similar to how they felt prior to device implant. No additional adverse patient effects were reported. The patient was referred to the physician.